Event description:
Pt taken to cath lab for attempted placement and position of an implantable cardioverter defibrillator. Upon trying to pull the guide wire out, the wire got stuck in the needle. Multiple attempts were made to remove it safety with perforation of the wire, however, small retainment of distal tip of wire remained. Dates of use: during cath lab procedure, (B)(6) 2010 - (B)(6) 2010. Diagnosis or reason for use: guidewire used during placed of cardiac defibrillator.